Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device interrogation revealed high capture threshold on the right ventricular lead, all other electrical measurements were stable. The lead was cut and capped and a new lead was implanted on (B)(6) 2020. Patient was in stable condition throughout the procedure.